Event description:
It was reported that during a coronary stent procedure, the physician experienced deployment difficulties. After pulling the sheath for deployment, only about 90% of the proximal end of the stent deployed. It appears the metal band separated from the sheath leaving the distal segment undeployed. Unable to remove the delivery device, the physician used several balloons to try and fully deploy the stent. This was unsuccessful and the patient was sent to surgery. Patient status is listed as "okay".

Event description:
It was further reported that the pt had significant disease and that following pre-dilation of a long lesion in the rca, the physician placed the stent and attempted to deploy it pushing the sheath retraction mechanism. The plastic sheath came back and the stent was deployed, however, it was noted that the distal marker band did not move. The plastic sheath could not be advanced forward to retract the stent, so it was deployed back towards its proximal portion. The stent deployment system could not be withdrawn. The distal end of the deployment system was cut and the 6fr system was exchanged for an 8fr and then additional wires were advanced through the stent into the distal portion of the right coronary artery. Several attempts to inflate the balloon were made, however he could not dilate the distal sheath marker bad and the distal portion of the stent delivery system could not be retracted. The pt remained pain free, hemodynamically stable and normal blood flow in the artery throughout the procedure. The distal portion where the stent had deployed revealed excellent angiographic resolution of the area of previous stenosis. The pt underwent successful surgery with the distal portion being cut and the sheath and stent areas removed. The distal marker band from the plastic sheath could not be removed from the distal end of the stent. The post-op course was uncomplicated.